Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the left brake is broken. She said the brake won't lock.